Event description:
Related manufacturer reference number: 2017865-2021-37497. It was reported that the patient presented in clinic due to a system infection. It was noted that the right ventricular (rv) and left ventricular (lv) leads had vegetation. The entire implantable cardioverter defibrillator (ICD) system was explanted. The patient was stable throughout the procedure.